Event description:
It was reported, locking holding sleeve had broken tip. During a procedure while the surgeon was inserting the screw in to l3 pedicle, the locking holding sleeve disengaged prematurely and subsequently the screw could not be inserted due to broken tip of the locking holding sleeve. It was also reported the surgeon used a small midline incision lots of leaning against soft tissue when introducing screws into pedicles. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An additonal evaluation was performed and the report from the development engineer states the following: investigation and visual examination for the probable cause of malfunction of device, is believed to be in that the prime lock thread had not been tightened enough. This in combination with mechanical force (sideways) through soft tissue positioning/pushing may have led to the damage to the tip. The manufacturing documents were reviewed and no discrepancies to the specifications were found.